Event description:
Resident fainted and lowered to floor by two with gait belt, (fractured right femur). When raised from floor with mechanical lift, lift tipped, resident hit head on wall (no injury). When lift examined leg adjuster bar locking pin worn, may not have been contributory to lift tipping. Leg adjuster functional. In a reenactment leg adjuster bar locked into place, staff reported that leg adjuster bar was locked during transfer.